Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 104 mg/dl. The customer had changed the infusion set the day prior to the event. Troubleshooting was performed and the insulin pump passed the prime and self tests. Nothing further was reported.